Manufacturer narrative:
Other relevant device(s) are: product ID: 3708695, serial/lot #: (B)(4), ubd: 14-dec-2019, UDI#: (B)(4); product ID: 3708695, serial/lot #: (B)(4), ubd: 18-oct-2019, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider via a manufacturing representative about a patient with an implantable neurostimulator (ins) for unknown indications for use. It was reported that the patient had a return of symptoms. An impedance measurement was taken. The patient's extensions explanted and replaced as it was determined there was liquid in the connector to the lead. The issue was resolved with extension replacement. No further complications were reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Patient and device information received.

Manufacturer narrative:
Product ID 3708695 lot# serial# (B)(4).analysis found the extension body was cut through and segmented. Product ID 3708695 lot# serial# (B)(4). Analysis found the extension body conductors were broken less than 5cm from the poximal end. It was also found that the outer insulation had a breached depression. If information is provided in the future, a supplemental report will be issued.